Event description:
It was reported that the patient should have reached 36.5c by 10pm but had been stuck at 35.7c. Arctic sun device reads to rewarm from 36.5c to 36.5c, water temperature (wt) was 35.9c, flow rate (fr) was 1.2lpm. Heater command 16%. High water limit set to 36c. Had nurse adjust the high-water limit to 40c. Water up to 37.3c by the end of the call and patient temperature increased to 35.9c. Suggested confirming the high-water limit should not be set to 36c and have the default settings adjusted once therapy was complete. Nurse stated another nurse in the hall said this happened to them last time (patient had a hard time warming to target and they turned on the radiant warmer to get the patient to target).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. They turned on the radiant warmer to get the patient to target. A DHR review is not required as the serial number is unknown. The serial number is unknown. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient should have reached 36.5c by 10pm but had been stuck at 35.7c. Arctic sun device reads to rewarm from 36.5c to 36.5c, water temperature (wt) was 35.9c, flow rate (fr) was 1.2lpm. Heater command 16%. High water limit set to 36c. Had nurse adjust the high-water limit to 40c. Water up to 37.3c by the end of the call and patient temperature increased to 35.9c. Suggested confirming the high water limit should not be set to 36c and have the default settings adjusted once therapy was complete. Nurse stated another nurse in the hall said this happened to them last time (patient had a hard time warming to target and they turned on the radiant warmer to get the patient to target).